Event description:
Reporter indicated that pt has been experiencing urinary incontinence and has also lost control of their bowels since approximately one year following vns implant. Physician indicated that he believed that the vns may be affecting the pt's ability to control their sphincter muscles. The pt's device was programmed to off per the pt's request on 8/30/02. It was later reported that the pt was diagnosed with a weak muscle in the pelvic area that "comes and goes", and that this weak muscle was the cause of the incontinence. It is not known at this time whether the vns was the cause of the weak muscle and whether the pt's symptoms have subsided after programming the vns to off.